Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report submitted on july 19, 2020. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluating the subject device, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that in unspecified timing the error e200, e201, e202 which indicated that the subject device had broken were displayed. There was no report of patient injury associated with this event.